Manufacturer narrative:
A case of an irregular surface and sub-optimal vision os was reported after a lasik flap was created on (B)(6) 2021. Manufacturer was unsuccessful in acquiring additional clinical information including preoperative refractive data.

Event description:
After docking difficulties, a partially incomplete flap was created. Despite the presence of tissue bridges, surgeon proceeded by lifting the flap. Surgeon and supporting staff did not receive certified training on device. The device was checked remotely, no technical problems were found. No root cause could be established due to unsuccessful attempts by manufacturer to retrieve further information from site.